Manufacturer narrative:
Citation: palmerini t et al. Coronary protection to prevent coronary obstruction during tavr: a multicenter international registry. Jacc cardiovasc interv. 2020 mar 23;13(6):739-747. Doi: 10.1016/j.jcin.2019.11.024. Epub 2020 feb 12. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an examination of the safety and efficacy of coronary protection by preventive coronary wiring and stenting across the coronary ostia in patients at high risk for coronary obstruction after transcatheter aortic valve replacement. All data were retrospectively collected from the multi-center corprotavr (coronary protection during tavr) registry between april 2011 and february 2019. The study population included 236 patients and was predominantly female with a mean age of 80 years. Of those, 76 were implanted with medtronic corevalve or evolut r transcatheter valves. No serial numbers were provided. Among all patients who were treated with self-expanding valves, 2 cases of coronary stenting thrombosis and 2 cases of definite delayed coronary occlusion occurred that resulted in death for all 4 patients. In all 4 cases, the self-expanding valve was implanted valve-in-valve in a degenerated surgical valve. The self-expanding valves used in the study were corevalve/evolut r, portico, and symetis. The type of self-expanding valve that was implanted in each of these 4 patients was not identified. An additional 23 deaths occurred during the 3-year follow-up period among all patients included in the study population. Based on the available information, medtronic product was not directly associated with any of the deaths. Among all patients, adverse events included: stroke, myocardial infarction, and moderate-severe paravalvular leak. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.